Manufacturer narrative:
A review of the device history record for sn (B)(4) was performed from date of manufacture 10/09/2019 to the present date 10/24/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. Broken lvp door latch (B)(4). Pic: door latch assy - sear damaged/cracked. Functional testing confirmed that the sear failed to properly close the safety clamp when the door was opened. Replacement of the broken sear and re-execution of door actuations found the sear to properly close the safety clamp when the door was opened. The customer reported problem was confirmed the device was repaired, passed all required testing and specifications, and released back to the customer.

Event description:
It was reported that the device had a broken handle. No patient involvement was noted.